Event description:
Olympus medical systems corp. (Omsc) was informed at the end of endoscopic retrograde cholangiopancreatography (ercp) procedure the patient coughed and ejected the duodenovideoscope tip cap from the mouth. The procedure was completed and the duodenovideoscope was removed at the time. The physician reported the event may have been caused by the device touching the patient's teeth or the mouthpiece upon removal. In addition, it was stated this case may have been affected by long-term use of about 2 hours. There was no report of patient injury associated with this event. The user checked the distal end and found a crevice at the bottom of the distal end cover was partially torn. This is related to patient identifier (B)(6) which was reported under MFR. Report number 8010047-2020-08603.

Manufacturer narrative:
The device referenced in this report was not returned to omsc for evaluation. The root cause of the user¿s report cannot be conclusively determined but the most likely causes for the reported phenomenon the crack of rear end of the cover are as follows: (1) the cover was crushed from above the sterilization pack and damaged or easily damaged due to some external force (such as objects being placed on it) during storage. (2) an anti-fog agent was applied to the lens of the scope, and it also adhered to the cover, causing chemical cracks. As a result, it is likely the distal cover was damaged even under the load when it was attached to the scope and was used without being noticed, and came off from the scope. After confirming the reproduction, olympus confirmed that when the distal cover is crushed, cracks appear on the surface, and it looks like it is broken, and it is easily damaged even with a light load that pulls the crack (such as attaching it to a scope). Olympus recommend the user inspect prior to use and on a regular basis continuously. A device history review revealed no issues that could have caused or contributed to the reported issue. Investigation activities have been opened to manage actions related to this report and any required MDR reporting.